Manufacturer narrative:
Device evaluation: the device was returned; the top case was cracked and the bottom case was damaged. Event history log showed a motor rate error. An occlusion test was performed and the problem was duplicated and confirmed. The worm coupling and gear were replaced and that cleared up the problem; parts were over 6 years old. The worm gear and worm coupling were not operating as intended due to customer use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year (device was last serviced in june-2017) and there was no indication of a service issue during the investigation.

Event description:
It was reported that the pump has a motor rate error. No patient involvement reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.